Event description:
It was reported that during a stenting procedure, a stent was "too short". The 100% stenosed lesion was located in the severely tortuous and moderately calcified right superficial femoral artery. The lesion was "more than 300mm. " the epic biliary stent 7x118mm was advanced to the lesion and implanted. The stent was post dilated with another manufacturer's balloon. The balloon was inflated to 16atm for 15 seconds. Under fluoroscopy, the stent appeared "too short" at a reported length of 60 to 70mm. Two additional non bsc stents were implanted to complete the procedure. No patient injuries or complications were reported. The patient status is reported as "ok."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)